Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. It was discovered at the 45 day transesophageal echocardiography (tee) appointment 50 days post procedure that the closure device embolized into the left lower pulmonary vein (llpv). The patient was discharged home. An explantation of the closure device was scheduled for a later date.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. It was discovered at the 45 day transesophageal echocardiography (tee) appointment 50 days post procedure that the closure device embolized into the left lower pulmonary vein (llpv). The patient was discharged home. An explantation of the closure device was scheduled for a later date. It was further reported that the closure device was implanted in the left inferior pulmonary vein (lipv) instead of the laa during the index procedure as opposed to embolizing from the laa.